Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that before use, the display in the cardiosave intra-aortic balloon pump (iabp) is presenting three circular shadows. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The national repair center (nrc) received the upper display and a senior repair technician inspected the display per the cardiosave service manual with no visual damage observed. The technician installed the display into the cardiosave test fixtureand tested the display to factory specifications per procedure. The upper display did not function normally, large circle approx 2 inches in diameter apppeared in the lower left hand corner with the pixels in the circle remaining grey in color and not working. Also a long grey line and swirl starting at the top left corner and across the screen to the bottom middle, also not working properly. Retaining the touchscreen in the national repair center per procedure. A supplemental report will be submitted upon completion of our investigation. Please note: the serial number of the display was not on the touchscreen.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the display screen. The unit passed all functional and safety checks which were performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use.